Event description:
During an article review (salvage of chronically exposed gore-tex vascular access grafts in the hemodialysis pt," plastic and reconstructive surgery journal, (B)(6) 1988, authors: peter j. Mckenna, m.d., and michael g. Leadbetter, m.d.), a pt was identified which reportedly received an additional procedure for the treatment of the pt's exposed gore-tex vascular access grafts. Previously, the pt underwent a flexor carpi ulnaris muscle flap to provide coverage of the exposed graft one month post implant. The pt returned (B)(6) months later with the same graft exposed. A rotation muscle flap was performed to over the exposed graft.